Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. The patient did not receive therapy during the oversensing. Programming changes and dft were recommended. The device was explanted due to unrelated to the device issue. The patient was stable.